Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: device evaluation: on investigation, the keypad cover was missing from the pump and all keypad buttons were unresponsive due to moisture and damage to all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a button/keypad issue. This report is made based on results of investigation completed on 22-jan-2018.